Event description:
It was reported that during the implant procedure the helix of the lead took too many turns to advance. After the lead was placed, the impedance tested too high. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).